Event description:
The lawyer of the patient reported: on (B)(6) 2010 the patient underwent a prosthetic joint replacement operation with the left femoral joint. A few years after the last surgery was performed, in 2019, the patient began to have pain in her right hip, knee and right shoulder. In particular, as part of the assessments performed on the patient for the monitoring of biological concentrations of exposure to chromium and cobalt in patients undergoing prosthetic joint replacement (as is known, the implanted prosthesis was found to be defective due to of the release of metal ions resulting from the friction between the different components, so much so that the recall procedure was necessary), starting from (B)(6) 2019 a severe increase in serum chromium, urinary chromium, urinary cobalt and plasma creatinine was found, although initially not accompanied by onset of impairments of the neurological and cardiological apparatus. In subsequent checks, however, alongside a substantial worsening of the concentration of metal ions, criticalities of the cardiovascular system (hypertensive heart disease in atrial fibrillation in nao), hyperuricemia, hyperthyroidism and chronic kidney disease of stage iii emerged.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
The lawyer of the patient reported: on (B)(6) 2010 the patient underwent a prosthetic joint replacement operation with the left femoral joint. A few years after the last surgery was performed, in 2019, the patient began to have pain in her right hip, knee and right shoulder. In particular, as part of the assessments performed on the patient for the monitoring of biological concentrations of exposure to chromium and cobalt in patients undergoing prosthetic joint replacement (as is known, the implanted prosthesis was found to be defective due to of the release of metal ions resulting from the friction between the different components, so much so that the recall procedure was necessary), starting from (B)(6) 2019 a severe increase in serum chromium, urinary chromium, urinary cobalt and plasma creatinine was found, although initially not accompanied by onset of impairments of the neurological and cardiological apparatus. In subsequent checks, however, alongside a substantial worsening of the concentration of metal ions, criticalities of the cardiovascular system (hypertensive heart disease in atrial fibrillation in nao), hyperuricemia, hyperthyroidism and chronic kidney disease of stage iii emerged.

Manufacturer narrative:
Reported event: an event regarding pain & excessive metal ions involving an unknown abgii modular device was reported. The event was confirmed. Method & results: -device evaluation and results: device evaluation was not performed as no devices were received. -device history review: review of device history records could not be performed as the reported device was not properly identified. -complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the abgii modular product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain & excessive metal ions is considered to be under the scope of this recall. No further investigation is required.